Manufacturer narrative:
A request for the return of the device has been made. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
A voluntary medwatch was rec'd by baxter healthcare and indicates that the as50 pump malfunction and displayed an error code "mere" during a pt infusion of epinephrine (dose, rate, concentration and volume unk). The blood pressure reportedly dropped to an unk level. It is unk what interventions were required. The epinephrine was reportedly restarted using another syringe pump. The blood pressure was restored after an unk length of time. Although requests have been made, no add'l clinical info has been provided at this time.